Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage by the battery compartment and the ring was loose. Customer stated that the piece by the rubber came off. Advised customer to revert to a back- up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, broken battery cap, cracked reservoir tube lip, cracked reservoir tube window, cracked case at display window corner and minor scratches on lcd window.